Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the general surgery diagnostic procedure. The procedure was completed as planned by restarting the system. It was reported to philips that the system unable to perform geometry movements. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfiles remotely and found several problems in control systems and power supplies in geometry intermittently and detected instability in the 3 phases of input of the electrical network of equipment and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the cause of the issue was electrical fluctuations in the customer side and problems with gnd (ground). To resolve the issue, customer repaired the electric fluctuations. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.